Event description:
Pt treated with histofreezer to warts bottom left foot on 2/8/99. Returned to md offc 2/15/99 stating went to ER 2/14/99 due to blister development left foot (heel) blisters 2 1/2" x 1 inch. Blister debrided in the ER. Silvadene dressing applied.